Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the grip cable. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the main (front-facing) surface of one bipolar yaw pulley. As a result of the damage, a section of the yaw pulley is charred. The instrument passed the electrical continuity test. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Common causes of the failure mode instrument grip cables-other (thermal damage) and thermal damage - instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a defective wire. The procedure was completed with no reported injury.